Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom " 'door not fully latched' alarms.". The eval found that the force required to secure the door was above expected levels, resulting in the reported symptom. The door hooks were replaced and the unit was reworked to correct the condition.